Event description:
It was reported that the 2800 system had poor image quality, and the monitor arm would not hold. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monitor arm was repaired and the monitor brightness and contrast were adjusted during the service call. The system was tested and found to be working as intended, and put back into service.